Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that he experienced high blood glucose. Customer stated she had changed the infusion set. Customer stated that he had had high blood glucose for a month and a half. Blood glucose value was 402 mg/dl; treated with bolus and manual injection. Customer stated that the drive support cap is sticking out. Nothing further reported.